Manufacturer narrative:
One product was received for evaluation. Visual inspection revealed the right plunger case was cracked, the top case was chipped, and the battery was missing. Functional testing was performed, and the root cause was due to the tab being broken off the position pot. Service history review identified the complaint was not related to a previous service of the device within the review period. The position pot was replaced. The clutch half's left and right with leadscrew and spring were also replaced as a preventative measure. G1, email address: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a travel coarse error. It is unknown if there was patient involvement, no adverse patient effects were reported.